Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage on the electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and unresponsive keypad. The customer's blood glucose reading was 122 mg/dl. The customer stated the insulin pump was exposed to water. She stated the keypad was unresponsive and there was condensation under the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.